Manufacturer narrative:
Other, other text: device evaluation: one cadd legacy 1 pump was returned for analysis. Visual inspection performed, and product found with damage lens. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found to be displaying "1871" error code message on power up when batteries are inserted during the investigation. The investigation reported that the pump motor locks up causes the issue. Investigator will replace the pump motor. The problem source of the reported problem is unknown.

Event description:
It was reported the device gave error codes 1871 and 1781. The issue was found during testing with no patient involvement.